Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that a translucent gel or solid matter was found inside the barrel. The returned syringe was examined and exhibited a hard piece of material in the barrel. This material is likely a piece of plastic. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 0125276. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customers indicated failure. 21apr2021, holdrege received a photo complaint from material #326668 and lot #0125276; syringe 0.5ml 30ga 8mm initial evaluation: examination of the photo indicates fm seated between the stopper and barrel. It appears to be a small piece of loose barrel plastic. The grinder at the mold press can discharge barrel runner pieces which get kicked out of the grinder and the air transfer system for the parts pulls the regrind pieces into the tote with the molded barrels. The totes are taken to the assembly operation, where they are emptied into the vibratory bin. The loose piece of regrind can end up inside the barrel during this process. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. At the barrel cleaning dial, the printed barrel is received to the barrel prep dial where air passes from probes and blows out any fm that may be within the barrel ID downward and out through the tip. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0125276 was reviewed. The syringes were assembled from 20jun2020 thru 24jun2020. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection every 30 minutes (at printer operation): fm (foreign matter) in ID of syringe or in the fluid path. Visual inspection every 2 hour: fm in ID of syringe . If a defect is found during an inspection a quality notification is initiated. Notifications were reviewed, and no nonconformances were noted that would cause excessive lubricant. Root cause: maintenance dispatch (l2l) #100153 was created on 22jun2020 for prep dial inhabit gate jams. The bottom air jet in dead block was aimed too high causing insufficient bottom pressure on the barrel. The top air jet blows out the fm that may be in the barrel but the bottom air jet aids in aligning the barrel in a vertical position prior to entering the prep dial. Air flow may be restricted when the barrel is in an angled position. Corrective action: adjusted the air jet. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd ultra-fine" ii insulin syringe would not properly aspirate the insulin, and a translucent gel was found in the barrel when checking it. The following information was provided by the initial reporter, translated from (B)(6) to english: "the hcp could not aspirate insulin properly; when checking the product, a translucent gel or solid matter was found inside the barrel."